Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Parts were replaced on the system but it was not known what parts were replaced. The system passed a system checkout and determined to be operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was becoming unresponsive frequently during importing the patient data.

Manufacturer narrative:
Product analysis: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was becoming unresponsive frequently during importing the patient data.